Event description:
It was reported that cartridge did not fully snap into pump and customer did not use pump case. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer to inspect and clean pneumatic tap area, confirmed there was no cartridge o-ring or debris, and advised trying pump case from old pump on new pump, while customer chose to attempt this independently and contact support if problem continued.